Manufacturer narrative:
Pre-amendment 1976. United states reported agent notified on (B)(6) 2014. MFR site evaluation: according to the information received, there was no maintenance activity completed on this device, and the surgeon used the device knowing that there was a loose screw. No device returned for evaluation, unable to determine root cause.

Event description:
Country of complaint: (B)(6). An incident occurred in (B)(6) 2012: the surgeon used a dermatome knowing that a screw was missing - following this incident the hospital asked if a control of the dermatome could be done in technical unit of the hospital and the answer was no. Additional info obtained (B)(6) 2014: the surgeon used the microtome knowing that a screw was not properly inserted, but was not missing. Unfortunately the pt was hurt and required another graft skin. The hospital considers this a danger as there is no way to verify the cut depth with a gauge prior to use.